Event description:
It was reported that the patient presented upon receiving anti-tachycardia pacing (atp) therapy from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was revealed that the ICD exhibited signal under-sensing, resulting in inappropriate therapy. Programming changes were made. The patient was stable.